Manufacturer narrative:
D10: concomitant product: during follow up, it was clarified that it was unknown if the adapter was titanium or plastic. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set had a connection issue; further described as ¿miniline would not screw on all the way¿. This was observed prior to use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.